Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, when trying to slowly tension the sling, the dynamic side came right off [dislodged]. The physician stated the dynamic anchor prongs failed in securing sling. A new altis was used without difficulty.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. The dynamic anchor was not received. Examination of the returned sling revealed the tensioner was near the loop of the dynamic suture. Blood residue was noted on the sling. The information received indicated the dynamic anchor broke off the suture during tensioning. Based on the implant process, if properly placed, the dynamic suture would have been adjusted after the dynamic anchor was placed. The tensioning process would most likely have resulted in the tensioner being nearer to the mesh than the dynamic suture loop (as noted on the returned product). The dynamic anchor may have detached from the tensioner, but if properly placed, the dynamic anchor would have most likely remained inside the patient. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, when trying to slowly tension the sling, the dynamic side came right off [dislodged]. The physician stated the dynamic anchor prongs failed in securing sling. A new altis was used without difficulty.